Event description:
Seven months out from endoforehead lifting for functional purposes with implantation of bilateral ultratines to secure lifted forehead position, the patient had developed a cystic lesion of bone in the area of the ultratines, causing visible distortion but also discomfort. This required surgical revision and removal of the bilateral bone cysts and affected tissue, which was sent to pathology for evaluation.